Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified saline implant (side unknown) and a 330cc mentor smooth round high profile saline breast implant (side unknown) on (B)(6) 2011. The patient suffered several unexplained systemic symptoms, including insomnia, headaches, migraines, lethargy, weight gain, aches, joint pain, rashes, high blood pressure, hair loss, acne, food intolerance, infections, back pain, vertigo, and trouble breathing. No device issue such as rupture was reported, and the patient had explanted the implant on (B)(6) 2019. The root cause of the patient¿s symptoms is unclear.